Event description:
On (B)(6) 2003, the pt was implanted with the gore excluder bifurcated endoprosthesis. On (B)(6) 2011, gore was made aware that the pt's aneurysm sac had increased from 57mm to 78mm with no evidence of an endoleak. The pt is asymptomatic and in good condition. No treatment has been performed.

Manufacturer narrative:
Lot numbers were not available therefore a review of the mfg paperwork could not be conducted. Images were sent to gore for analysis. As lot numbers were not available, a review of the mfg paper could not be conducted. Images were sent to gore for analysis. The images were from a single time point on (B)(6) 2011 and showed contrast in the ima, but no endoleak was present. The aneurysm at this time point measured 80mm x 81mm. Pre-implant images were not available. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.